Manufacturer narrative:
This MDR is being filed follwing our procedure governing MDR reports: patient alleges that hospitalization took place due to "diabetic coma". Patient reported a blood glucose level of 620 mg/dl. Device is not available for technical review.

Event description:
Type 2 diabetic on vgo 30 since (B)(6) 2017 reported to valeritas customer care during an outbound call that she had discontinued using vgo devices after being a hospitalized due to "diabetic coma". The patient reported a bg of 620mg/dl. It is unclear when this measurement was taken. It is unclear if the diabetic coma was due to hypoglycemia or hyperglycemia. A system review of system cases finds that the patient has a history of hypoglycemia and hyperglycemia while wearing vgo devices. No further information was provided. The dates of hospitalization are not known. Treatment not known. Severity not known. Condition of vgo device worn at the time of the event not known. Ae assessor has made multiple attempts to contact the patient to gather further details regarding the hospitalization. The patient has not answered and has not returned calls. Further investigation is not possible without speaking to the patient. Based on the information available the case will be considered life threatening and potentially serious upon recurrence.